Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va1fzw5, implanted: (B)(6) 2017, product type lead.

Event description:
The patient reported that they had two surgeries, and the electrodes were hurting them. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.